Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿ discarded.

Event description:
It was reported that patient underwent an initial reverse shoulder procedure on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2016 due to the glenosphere disassociating from the baseplate. It is not known if this occurred when the patient attempted to catch himself during a recent fall.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2016-02804.